Event description:
According to the reporter: this complaint is a claim received from a lawyer firm. On (B)(6) 2010, a gynaecologist placed a propylene light parietene mesh implant with a patient. Immediately after the surgery the patient received severe complications.

Manufacturer narrative:
(B)(4).